Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When it's provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its return. (B)(4).

Event description:
While priming the circuit, the ccp noticed a small leak coming from the base of the inlet where the blood enters.

Manufacturer narrative:
Correction: date was not entered in the initial MDR. Manufacturer date: 07/18/2016.

Event description:
While priming the circuit, the ccp noticed a small leak coming from the base of the inlet where the blood enters.

Manufacturer narrative:
(B)(4). The investigation documented in the non-conformity report has determined for this case that the reported event is confirmed, however no root cause was identifiable. (B)(4).

Event description:
While priming the circuit, the ccp noticed a small leak coming from the base of the inlet where the blood enters.